Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is also reported that the patient experienced pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with a tubal ligation, and a cystoscopy due to sui. The patient experienced urinary problems, recurrence, and bleeding. Patient underwent a mesh removal on (B)(6) 2012. No additional information provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported the patient underwent interstim stage 1 procedure on (B)(6) 2012 due to urge incontinence, urgent desire to urinate, and increased frequency of urination. It was reported the patient underwent interstim stage 1 procedure on (B)(6) 2012 due to urge urinary incontinence unresponsive to conservative measures and anticholinergic therapy, urinary urgency. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 06/21/2016. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic bilateral salpingo-oophorectomy.